Event description:
Medtronic received information that react-68 catheter was leaking. The doctor reports that when aspirating through the react 68, being in contact with the thrombus, he noticed that there was a proximal leak (distally to the hub) in the aspiration catheter. The catheter was inspected prior to use. The leak was observed during use. The catheter was flushed as indicated in the instructions for use (IFU). The devices were prepared as per IFU. The patient was undergoing arterial ischemic stroke (ais) thrombectomy. Vessel tortuosity was moderate. The access vessel was the internal carotid artery (ica). No patient symptoms or complications were reported.  Ancillary devices: cello 9f guidecatheter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-81805), 203cm ruler (m-83360). As found condition: the react-68 catheter was returned for analysis within a shipping box, within a plastic pouch, within an opened react-68 outer carton (b533553), within an opened react-68 inner pouch (b533553), and within a plastic pouch. Damage location details: upon visual inspection, no damages were found with the react-68 catheter hub or catheter distal tip. No bends or kinks were found with the react-68 catheter body. Upon microscopic inspection, the react-68 catheter body was found damaged (cut) at ~23.0cm from the proximal end of the catheter hub. Testing/analysis: the react-68 catheter was flushed, water exited from the catheter body at ~23.0cm from the proximal end of the catheter hub. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter leak¿ report was confirmed. The react-68 catheter body was found damaged (cut) and leaking. The catheter was prepared, inspected, and flushed as indicated in the instructions for use (IFU) prior to use; therefore, it is likely that the damage occurred after preparation and during use. However, the cause for the catheter damage could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.